Event description:
The customer reported that the system was intermittently failing to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The passive backplane, power supply ps1 and cpu pcb on the workstation were evaluated and replaced. The system was tested and found to be working as intended and returned to service.